Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 42 mg/dl with unsteadiness when standing and walking associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was not completed at the time of the call. Customer technical support referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2017 with the following findings: the investigator was unable to confirm or duplicate the complaint as the pump information for the complaint date (B)(6) 2015 was overwritten by continued use of the device. The black box history shows dates from (B)(6) 2017. Available daily insulin delivery totals correctly reflect the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment was cracked below the bumper pad.